Event description:
The customer reported via phone call that they had a button error alarm on the insulin pump. Customer removed the battery and put in a new energizer battery 3-4 hours later. Customer still had the same problem and stated that the buttons did not work properly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a cracked case at the display window corners, cracked display window and minor scratches on the display window.